Event description:
A report from (B)(4) reports an event in (B)(6) as follows: during preventive maintenance at the synthes service center in columbia the chuck key of the device was found to be broken. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment not for diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history record was performed and no complaint related issues were found. Placeholder.